Manufacturer narrative:
The company service representative examined the system and was able to duplicate the system message reported. The communication and power cables were replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed just as surgery started. The system was rebooted and cleared the system message. There was a 2-3 minute delay in surgery. No patient injury was reported.